Event description:
Per additional information received, the patient has experienced infection, unspecified urinary problems, unspecified bowel problems, recurrence, bleeding (blood loss), dyspareunia and unspecified neuromuscular problems.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced enterocele, pelvic sidewall lesion, foreign body in patient, pelvic organ prolapse, painful intercourse, inflammation, dysuria, urinary urgency, constipation, irritable bowel syndrome, adhesions, loss of energy, limited activity, inability to sit or stand for long periods, hypertension, high blood pressure, vaginal infection, depression, nonsurgical and additional surgical interventions.

Event description:
Per additional information received the patient has experienced intraoperative bladder perforation, incomplete bladder emptying, intrinsic sphincter deficiency, low bladder capacity, voiding difficulty, intermittency, pelvic pain related to scarring from previous surgery, tight pubovaginal sling, eurogenic bladder, occasional urinary tract infections and kidney infection.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2013-00808 and 1018233-2013-00810.